Event description:
It was reported that the compressor's mains power inlet was burnt. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to burnt mains inlet. Based on information provided, the mains inlet has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Based on prior investigation, it was concluded that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).